Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2013. A batch review of potentially associated lot numbers involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 2 of 3 involved in this event. This is a report of a patient who experienced recurrent peritonitis and later passed away coincident with therapy for peritoneal dialysis. A peritoneal abscess and diverticulitis were reported to have contributed to the development of the peritonitis. The patient required hospitalization and treatment information was not reported. While hospitalized, the patient¿s catheter was removed and the patient was placed on hemodialysis. The patient later experienced cardiac failure and passed away. The cause of death was cardiac failure. It was unknown if the patient recovered from the peritonitis prior to death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13f07023, h13g09100, and h13j02019 there were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.